Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a new device. The day after returning home from the hospital the patient passed away. The patient's family member thought the device was "bad".